Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. The event was not related to a da vinci device, but possibly related to the study procedure and possibly related to the patient's disease status. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary lobectomy. Twenty-one days post-operatively, a pleural effusion was identified. The patient was readmitted to the hospital, received analgesics and an unspecified medical intervention. The event was reported as resolved and the patient was discharged on the same day of admission. There was no report that a da vinci device malfunctioned. The study investigator classified the event as moderate in severity and a clavien-dindo grade ii and reported that the event was not related to a da vinci device, but possibly related to the study procedure and possibly related to the patient's disease status.